Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the device did not deliver the correct rate, however the customer comment that the device did not sense correctly was confirmed, due to the interconnect flex being out of specification electrically. Analysis also found the upper case broken. (B)(4).

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator did not deliver the correct rate at 30 paces per minute (ppm) or at 70ppm. It was further reported that the generator did not sense correctly. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator did not deliver the correct rate at 30 paces per minute (ppm) or at 70 ppm. It was further reported that the generator did not sense correctly. The generator was returned for service. No patient complications have been reported as a result of this event.